Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Adverse event problem was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
FDA coding was missed in the initial report. Adding additional health effect - clinical code 1930. This is a follow up report to add this additional code. Device received for this event is being corrected from unknown atis abutment catalog # unknown atis abutment to osseospeed 5.0 s - 11 mm catalog # 24652. This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code - 1260. Component code - 887. Investigation findings code - 3252 + 3243. The physical investigation of the returned items revealed that no fracture had occurred. The correct codes for this complaint are: medical device problem code - 2408. Investigation findings code - 3221. The additional manufacturer narrative verbiage is being corrected from - previously submitted verbiage : therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored. Being corrected to the following verbiage: therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. The concomitant medical products information is being corrected and removed from what was previously submitted - concomitant medical products24652 - to no concomitant medical products to report.